Event description:
"The device was initially used to evaluate a lad lesion through a 6fr diagnostic catheter. Dr. Decided to move onto an intervention. At this point they also decided they wanted to size up to a 7fr system and chose to do this over the .014 guidewire. When they tried to insert the 7fr sheath over the wire it broke at this junction. They then lost access at the right groin site. The distal wire was still in lad. They accessed the left groin and snared the wire that was in the abdominal aorta. It took quite a while to do this. The wire then broke again and they ensnared it and removed it from the lad. Pt. Remained stable. The entire process took approx 4-5 hrs. Pt. Went to surgery to repair right groin and to remove the other two pieces of the wire. Pt. Came through surgery fine.